Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-implant programming optimization, following activation of rate responsive programming, no artifacts was observed in the nominal gain settings. However when the gain was increased, a clear 20hz-signal was observed. Since this did not cause oversensing and the investigator considered it completely normal that the 20hz-signal was observable in this gain setting, it was decided to leave rrt on. The following day, it was reported that noise messages were intermediately displayed during shock impedance measurements. To date, this device remains implanted and in service, with no adverse patient effects and no further anomalies reported.